Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose, and frequency not reported, duration of approximately ten weeks) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was discharged from the hospital. The last known patient status was the patient was recovering from the event. No additional information is available.